Event description:
Additional information received from a manufacturing representative reported the patient was asked their health care provider (hcp) why the implantable neurostimulator (ins) died prematurely. The ins had not been returned for analysis.

Manufacturer narrative:
.

Event description:
Additional information received from a manufacturing representative reported the depleted implantable neurostimulator (ins) was replaced.

Manufacturer narrative:
Product ID 3387-40, lot# j0306915v, implanted: 2003 (B)(6); product type lead product ID 3387-40, lot# j0306915v, implanted: 2003 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2003 (B)(6); product type extension. (B)(4).

Event description:
A consumer reported via a health care provider (hcp) and manufacturing representative that the implantable neurostimulator (ins) reached end of service (eos) early and the patient had a loss of therapeutic benefit. The ins had depleted in 11 months. The patient's last ins was replaced on 2014 (B)(6) and lasted 3.5 years. The ins was programmed to c+, 10 at 3.2v, 90 usec, and 145 hz. The patient's hcp stated, the ins should have lasted a couple more years. A longevity estimate was done and the ins was estimated to reach elective replacement indicator (eri) at 3.4 years and eos at 3.65 years based on a therapy impedance of 1000 ohms. The patient had an appointment with their hcp and a manufacturing representative on 2015 (B)(6). During the appointment on 2015 (B)(6), impedances were all measured to be within normal range. The manufacturing representative did get an out of regulation (oor) message when attempting to check impedances. Impedances were able to be checked after the message was cleared. Therapy impedance was measured to be 714 ohms. A new longevity calculation was done with the therapy impedance of 714 ohms and the ins was estimated to reach eri at 2.78 years and eos at 3.03 years. No programming changes had been made over the life of the ins and the patient had not seen their hcp recently. No falls were reported and there were no changes in the patient's therapy leading up to the ins reaching eos. The patient was tentatively scheduled for an ins replacement on 2015 (B)(6). The patient's indication for use is parkinson's dual and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.